Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found during visual inspection that the upstream occlusion(uso) seal was buckling. The printer wire assembly(pwa) was also found defective. Both the uso seal and pwa was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit starts with a red screen displaying error code as 45630-0004. The reported error code may indicate a problem with the cassette or tubing. The event occurred during testing. There was no patient involvement.